Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia (530 mg/dl) after the pod reportedly fell off the infusion site on the leg following physical movement, after being worn for approximately 4 to 24 hours. At the time of admission, the patient reported dehydration and vomiting. Medical evaluation resulted in diagnoses of diabetic ketoacidosis and fever. Treatment included administration of ibuprofen, acetaminophen (tylenol), fluids, and insulin. The patient remained hospitalized at the time of reporting, and no estimated discharge date was provided despite multiple good-faith attempts to obtain this information.